Event description:
It was reported that the health care professional (hcp) was unable to interrogate this pacemaker. The hcp kept receiving wand telemetry out-of-range message on the programmer. Boston scientific technical services (ts) discussed troubleshooting options and recommended placing a magnet over the device to check the device. The cause of the interrogation issues is unknown at this time. The local are field representative was contacted for additional information, however at this time no further information is available. This pacemaker remains in service. No adverse patient effects were reported.